Event description:
Metal that holds the toothbrush a piece seems to be missing looks broken and the brush itself keeps falling off - oral-b [device breakage]. Case narrative: consumer via chatbot stated that a piece of the metal on the oral-b toothbrush holding the oral-b toothbrush head seemed to be missing and looked broken. The oral-b toothbrush head itself kept falling off. No injury was reported. 01-aug-2024 case update from information initially received on 29-jul-2024: the suspect product lot was bh21352134. No injury was reported.

Manufacturer narrative:
29-jul-2024 case update: product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
06-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal that holds the toothbrush a piece seems to be missing looks broken and the brush itself keeps falling off - oral-b [device breakage]. Case narrative: consumer via chatbot stated that a piece of the metal on the oral-b toothbrush holding the oral-b toothbrush head seemed to be missing and looked broken. The oral-b toothbrush head itself kept falling off. No injury was reported. 01-aug-2024 case update from information initially received on 29-jul-2024: the suspect product lot was bh21352134. No injury was reported.

Event description:
Metal that holds the toothbrush a piece seems to be missing looks broken and the brush itself keeps falling off - oral-b [device breakage] case narrative: consumer via chatbot stated that a piece of the metal on the oral-b toothbrush holding the oral-b toothbrush head seemed to be missing and looked broken. The oral-b toothbrush head itself kept falling off. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.